Event description:
It was reported that the up arrow, down arrow, ok, and contrast buttons required several presses to activate a response. It was reported that the pump is not exposed to water, and there are no visible tears or peeling on keypad.

Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad buttons required excessive force to activate a response during testing. During investigation, the up arrow and down arrow key contacts were observed to be misaligned. All keypad buttons intermittently spring back. There was evidence of keypad adhesive found under all key contacts.